Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that cardiac resynchronization therapy defibrillator was explanted due to patient's infection, a wound on foot was suspected as the source for the blood infection leading to this device infection. No additional adverse patient effects.